Event description:
A user facility tech reported a pt removed more ultrafiltration than intended during a treatment on a 1550 hemodialysis machine. Limited info is available. There was no pt injury or medical intervention associated with this incident.